Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial. On (B)(6) 2015, the surgeon noted vitreous hemorrhage in the implanted eye. The patient underwent revision surgery on (B)(6) 2015 during which the surgeon observed a retinal detachment. The surgeon first performed a lavage, and injected decalin (perflurocarbon) to tamponade the retinal detachment. Next, a retinotomy was performed and decalin was re-injected. A subretinal proliferation was observed, which the surgeon removed. The decalin was replaced by silicone oil, and laser coagulation was performed as well. There was no defect or malfunction of the device associated with this event.